Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2025; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing gablofen (500mcg/ml at 75mcg/day) via an implantable pump for unknown indications for use. It was reported that at a new pump implant, the catheter was connected to the pump but it was not aspirating through the catheter access port chamber like it should. It was a very slow trickle of cerebrospinal fluid into the 1ml syringe. This made the healthcare provider very wary of its placement/e ffectiveness for the drug delivery so they decided to remove it and implant a new catheter since the first one was not aspirating like they hoped. Once the second catheter was placed, they ended up with a much better tip placement and when connected there was free flow aspiration with the syringe. Possible external factors included the patient having had a spinal cord injury and hemorrhage many years ago which caused many issues with their cord, so getting good catheter placement was challenging as their anatomy made it difficult to maneuver the catheter once it was in the intrathecal space. The issue was resolved.